Event description:
It was reported the clinic could not interrogate the device. Device was followed in 2007 without incident, and plenty of voltage was left in the battery at that time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.